Manufacturer narrative:
Engineering evaluation: the returned device was determined to be consistent with the product listed within the complaint by means of labelling and device features. Evaluation of the returned device indicates that the knob and most of the deployment line were not returned. The deployment line is broken near the endoprosthesis, which shows no zipper deployment upon return. The distal shaft is also exposed at the transition. During evaluation, a guidewire was passed from tip to hub past the transition, and deployment was continued with traction at the endoprosthesis. Investigation conclusions: engineering evaluation observed a broken deployment line consistent with the field¿s report of failure to deploy. The root cause of the observed broken deployment line could not be established as the conditions present during the procedure that may have contributed to the reported complication could not be replicated during evaluation. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. Deployment was continued during device evaluation with traction at the endoprosthesis and guidewire support, demonstrating the zipper is functional.

Manufacturer narrative:
A1/a2/a3/a4: patient information: due to data privacy, no patient data was provided. B5 describe event or problem was updated.

Event description:
It was reported to gore that the patient underwent endovascular treatment for endovascular aortic arch repair with a nexus® aortic arch stent graft system from artivion and with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) to extend it into the left carotid artery. It was stated that a 360 cm long rosen guidewire and a 10 fr terumo destination sheath was used. The catheter was held straight outside during the procedure and the physician considered the anatomy of the patient and the procedure as a standard case. It was reported that the vsx device was inserted and advanced to the left carotid artery, but when the thread was pulled, it only came out of the catheter but the endoprosthesis did not deploy. The vsx device was removed without any problems and a second vsx device of the same diameter and length was placed and successfully deployed. There was no report of patient harm.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: other code: the device is available for further investigation and will be returned. We have not received it yet. Product history review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. An engineering investigation will be conducted after receipt of the device. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for endovascular aortic arch repair with a nexus® aortic arch stent graft system from artivion and with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) to extend it into the left carotid artery. It was stated that the vsx device was inserted and advanced to the lesion, but when the thread was pulled, it only came out of the catheter but the endoprosthesis did not deploy. The vsx device was removed without any problems and a second vsx device of the same diameter and length was placed and successfully deployed. There was no report of patient harm.